Event description:
It was reported that the pump was running properly, no alarm occurred, but at the end of therapy it was noticed no medication was delivered. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device evaluation: the sample was received inside of a plastic bag without its original packaging. Visual inspection: the returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No damages nor workmanship defects were detected on the sample. Functional testing: accuracy testing was performed and the sample failed; delivery accuracy rate was out of specification. Complaint was confirmed. The sample failed the arch height tube measure. The root cause was determined to be manufacturing-related. The following action were taken: by the date that is investigation report is documented, there is a corrective and preventive action (CAPA) that was opened to address this reported condition. Following action were taken: improve manufacturing method to introduce range plates into production process for assembly pump tube complete on 13-oct-2021. Implement new inspection step using new equipment in production process; complete on 23-may-2022.

Event description:
Additional information was received that the patient had to be hospitalized and went through a physical check-up (MRI). The patient was discharged on the same day as no signs of cns recurrence were detected.